Event description:
Pt here for removal of tunneled vascular access device due to a functioning fistula. Upon removal, cuff came loose. Incision made to free cuff. No further intervention needed. Hemosplit tunneled lot # revh vad 1273, bard hemosplit 16fr x 19cm.